Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor repeatedly failed to connect with the ilet, resulting in intermittent communication failure between the cgm and the pump; the user elected to remove the last available sensor before any troubleshooting could be performed. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, with relevant components including the electrical and magnetic subsystem and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.